Manufacturer narrative:
This report is being submitted to confirm that the reported device issue was determined not to be in scope of an existing CAPA. Furthermore, risk assessment was completed and concluded that no CAPA is warranted for the reported issue.

Event description:
Device user (du) reported that twenty six minutes into the perfusion the perfusate was dark. It was confirmed that the po2 was low and the o2 delivery was 100%. Messages 410 (low blood oxygen level) and 2410 (critical fault) were present on the screen. Du was advised to pause the perfusion and then restart. Du confirmed that pausing and restarting the device worked. Later in the case, the du reported a further drop in po2 which was also resolved by pausing and restarting the device.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Service engineer (se) evaluated the device at the customer site. During testing with numerous stop/starts over a five hour period, the oxygen concentrator failed to start twice.se replaced the oxygenator controller. Afterwards, device passed all functional testing. This issue is being further assessed to confirm if it is within scope of an existing corrective and preventive action (CAPA).

Event description:
Device user (du) reported that twenty six minutes into the perfusion the perfusate was dark. It was confirmed that the po2 was low and the o2 delivery was 100%. Messages 410 (low blood oxygen level) and 2410 (critical fault) were present on the screen. Du was advised to pause the perfusion and then restart. Du confirmed that pausing and restarting the device worked. Later in the case, the du reported a further drop in po2 which was also resolved by pausing and restarting the device.